Event description:
It was reported that a direct stent attempt (contrary to IFU) was made in the lad, but the stent would not cross. There was difficulty trying to remove the device through the guiding catheter as resistance was felt. So the entire stent delivery system was removed. Upon removal, the stent was found to be dislodged on the guide wire. No pt injury was reported. No additional info was available.